Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she woke up, the insulin pump had a blank display. Blood glucose value was 213 mg/dl; treated with manual injection. The customer stated she removed the battery for 10 minutes and tried a 6 pack of batteries but the display would not return. Troubleshooting could not be performed because the customer did not have new batteries. She was advised to call back when having batteries to complete troubleshooting.